Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported that there is a crack in the cartridge adapter. Customer states no leak has yet occurred, so it has not affected her therapy. No adverse event reported. Requested return of the alleged device for evaluation.